Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
During the delivery of a light adjustable lens (lal, sn (B)(6), +19.5d) into the eye, the trailing haptic was torn. During removal of the lal, a capsule tear was noted. Placement of a 2nd lal (sn (B)(6), +19.5d) into the capsular bag was not successful, leading to its removal and replacement with a sulcus fixated. Monofocal 3-piece iol. Rxsight's first awareness of the event was on 12/13/2023.